Manufacturer narrative:
One hemosphere alta monitor was returned for product evaluation. The customer report of inaccurate values was confirmed. When evaluated, measure bt current failed consistently on the functional tester. Removed the rear panel and found a screw sitting between two pins towards the top of the swan - ganz receptacle. The magnet in the connector was holding it there. After removing the screw, the swan interface tests passed. No damage was found. The bd apm investigator identified the screw as one used on the alta to secure the swan receptacle and all the other connectors on that side of the device. The device history record review was completed and the product passed without nonconformances. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The report of inaccurate values was confirmed due to an electrical short. The electrical short was caused by a screw sitting between two pins towards the top of the swan - ganz receptacle. There was no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect that would have contributed to the reported event.

Manufacturer narrative:
Additional FDA product codes include: qaq- adjunctive predictive cardiovascular indicator, mud- oximeter, tissue saturation, dxn- system, measurement, blood-pressure, non-invasive, dsb- plethysmograph, impedance, fll- thermometer, electronic, clinical, qms- adjunctive open loop fluid therapy recommender, qnl- medium-term adjunctive predictive cardiovascular indicator, qem- cerebral oximeter, dqk- computer, diagnostic, programmable. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not yet been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the alta cardiac monitor the blood temperature was incorrect. There was no alert or error message from the monitor. The monitor was displaying temperatures of 89 to 91 degrees. At that point it was not calculating co values either. The rep first replaced the cco cable in an attempt to troubleshoot, however the monitor again read low temperature with no alert but was calculating co numbers. Temperatures were confirmed by foley catheter. There was no patient injury.